Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and contralateral leg components were deployed, and an aortic extender component was implanted proximal to the trunk-ipsilateral leg component. The patient tolerated the procedure. On (B)(6) 2017, a reintervention was performed whereby two aortic extender components (pla360400j/13978783 and pla360400j/15702859) were implanted. When these aortic extender components were deployed, the proximal device (of which item/lot numbers cannot be identified) unintentionally covered the left renal artery. Blood flow to the left renal artery could be maintained, and the patient tolerated the reintervention. On the same day after the reintervention, amount of urine was very small, and angiography revealed blood flow to the occluded left renal artery had decreased. The physician elected to implant a bare-metal stent into the left renal artery to repair the blood flow. The patient tolerated the procedure.